Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset of the event. On an unreported date, the patient began treatment with amikacin (125mg in each bag, intraperitoneally), cifloxin tablet (200mg, once a day) and linezolid tablet (600mg, once a day). The patient was discharged three days after onset and had recovered from the event. Pd therapy was ongoing. Additional information is not available.